Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "bubbles" (air leak). A surgeon reported air bubbles came out from the top end of the probe during use. The laser emission was also reported to have failed. The system was exchanged and the procedure was completed. The sample was not retained. There was no pt injury reported.

Manufacturer narrative:
There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. A review of complaints could not be performed as no lot number was provided. When a laser probe is inserted in the pt's eye, the air located in the clearance space between the optical fiber and the cannula expands due to the eye temperature being about 28 f higher than the ambient surgical room temperature. Since the back of the cannula is sealed by the bond, the air escapes forward forming an air bubble at the tip of the cannula. An internal investigation has been opened to address the issue reported. (B)(4).